Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The helix extension and retraction testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after multiple positions with inadequate electrical measurements, the helix began to wear out on the lead. The lead was taking 25-30 turns to extend the helix. The lead was not implanted, and a tined lead was placed instead. No patient complications have been reported as a result of this event.